Manufacturer narrative:
H10: the device has not been returned for evaluation, it is unknown if it was used in treatment. The information provided has been reviewed and we cannot confirm a relationship between the device and the reported event. A review of the manufacturing records confirmed the device was released according to specification, complaint history review found further instances. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been determined. Corrective action has been initiated regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that a the #4 roll of profore lite system kit case 8 lite multi-layer compression bandage system could not be unrolled like normal it had strong adhesions. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.